Event description:
Catheter ovalized when putting the catheter on wire. It was unclear whether the tech pinched the catheter prior to use putting it on the wire or if it was ovalized in the packaging. A replacement unit was available to finish the case.

Manufacturer narrative:
Technical eval: the first 3.0cm of the catheter tip was flattened. There was additional ovalization at 3.5 and 5.2cm from the distal tip. The incident was confirmed as reported. A DHR of this mfg lot has been reviewed. As per FDA guidance on 08/28/2009, catheter kinks are reportable incidents (including out-of-box-failures). A review of the device history record (DHR) was completed on part # 2314-01, (lot # l15348). All appropriate inspections were completed for process monitoring requirements or 100% inspections where required. In addition, all destructive testing was completed per required process monitoring requirements and result met specification. All parts that failed visual inspection have been rejected and all parts released met specifications. The parts released in this lot met process requirement.